Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: there were no sudden voltage drops observed in the black box. The inside and outside of the pump showed no heat damage. There was no loss of power and the pump did not get hot during performance of pump rewind, load, and prime steps. All current readings were within specifications. The pump was opened and removed from the case. Inspection of the power connections revealed no defects and there were no signs of damage.

Manufacturer narrative:
The animas customer service representative offered to send a replacement pump on (B)(6) 2011; however, on (B)(6) 2011, the pt's wife called back to decline the replacement pump. She indicated that the pump is working without difficulty. She believes that problem was with the lithium battery and not the pump. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the pump felt warm to touch today. The pump had alarmed to replace the battery and the battery felt warm as well. She denied seeing any corrosion or damage in the battery compartment or on the battery. She also claimed that the lithium battery that came with the pump only lasted 1 week. There was no reported pt impact associated with this complaint.